Event description:
It was reported that during a cryo ablation procedure in the right inferior pulmonary vein (ripv), a polarxfit catheter was selected for use. During cannulation of ripv after ablation, "blood detection error" occurred. Both catheter and cryo cable were replaced and the issue was resolved. Procedure completed was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarx catheter was evaluated by boston scientific. Upon analysis it was found that the blood detection wires were split, causing a false alarm trigger, and there was no evidence that blood had egressed. The polarx was further investigated to find the cause of the failed leak test. While performing the pressure test the catheter receptacle was put in a water bath. Bubbles were observed coming from the receptacle. Under microscope cracks were found on the receptacle. This is not believed to have contributed to the blood detect issue seen in the field. CT scan showed an internal crack from the injection tube receptacle to the outer surface of the polarx receptacle. Laboratory analysis was unable to confirm the reported clinical observation of blood detection.

Event description:
It was reported that during a cryo ablation procedure in the right inferior pulmonary vein (ripv), a polarxfit catheter was selected for use. During cannulation of ripv after ablation, blood detection error occurred. Both catheter and cryo cable were replaced and the issue was resolved. Procedure completed was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis. Furthermore, per additional information, some blood was visible inside the catheter after error occurred.

Event description:
It was reported that during a cryo ablation procedure in the right inferior pulmonary vein (ripv), a polarxfit catheter was selected for use. During cannulation of ripv after ablation, blood detection error occurred. Both catheter and cryo cable were replaced and the issue was resolved. Procedure completed was able to be completed successfully without any patient complications. Catheter is expected to be returned for further analysis. Furthermore, per additional information, some blood was visible inside the catheter after error occurred.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.